Event description:
Clinical information: crd 1003 vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm portico ng/navitor valve was chosen for a transcatheter aortic valve replacement (tavr) using a flexnav delivery system. The route of access for the tavr was right transfemoral. A pre-implant balloon valvuloplasty was performed using a 20mm non-abbott balloon catheter, which was inflated once. Heparin was administered during procedure. The highest activated clotting time (act) level was 238 seconds. The valve was successfully implanted in an acceptable position. There was a mild perivalvular leak, and a post-implant balloon valvuloplasty was performed once using a 23mm non-abbott balloon catheter. An angiogram and transthoracic echocardiogram (tte) were performed, which showed there was no perivalvular leak present. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 4.3mm, and the distance from the left coronary cusp (lcc) to the ventricular end of the frame was 3.9mm. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm portico ng/navitor valve was chosen for a transcatheter aortic valve replacement (tavr) using a flexnav delivery system. The route of access for the tavr was right transfemoral. The calcification of the aortic valve did not extend beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty was performed using a 20mm non-abbott balloon catheter, which was inflated once. Heparin was administered during procedure. The highest activated clotting time (act) level was 238 seconds. The valve was successfully implanted in an acceptable position. There was a mild perivalvular leak, and a post-implant balloon valvuloplasty was performed once using a 23mm non-abbott balloon catheter. An angiogram and transthoracic echocardiogram (tte) were performed, which showed there was no perivalvular leak present. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 4.3mm, and the distance from the left coronary cusp (lcc) to the ventricular end of the frame was 3.9mm. After the post-implant balloon valvuloplasty was performed, the patient developed a third-degree atrioventricular (av) block, which resolved on (B)(6) 2022. A permanent pacemaker was not implanted. On (B)(6) 2022, the patient was discharged from the hospital. The patient's hospitalization was not prolonged due to this event. The patient status was stable. The patient did not have a history of heart failure.

Manufacturer narrative:
An event of mild perivalvular leak and third degree av block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.